Event description:
Allegedly this patient was revised due to pain. The cup was found anteverted.8 weeks after the original surgery in 2006 the patient fell and fractured neck of femur. At that time, the femoral component was revised and the op notes stated the cup was significantly retroverted but left as found.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01633, 01634, 01635. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.evidence that product in specification when used.(B)(4).